Event description:
It was reported that when performing electric cutting, it suddenly broke and the ring fell into the body. It could be removed in time and other electric cutting rings were used for treatment. This causing the patient to have a burning black phenomenon in the vagina.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).